Event description:
(B)(4). It was reported that following a stenting treatment procedure, the patient "discharged blood". The target lesion was located in the distal left circumflex coronary artery and was treated with placement of one 2.75x24mm taxus express2 stent. A 17 months post index procedure, it was reported that the patient "discharged blood". As a result, the patient's prescription of bayaspirin was discontinued. Routine follow up completed 2 years post index procedure found that the patient had no anginal symptoms.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).